Event description:
It is reported that the pt was revised after dislocating anteriorly 6 weeks post hip arthroplasty when he pivoted on the surgical leg.

Manufacturer narrative:
(B) (4). Evaluation summary: dislocation could be due to (but not limited to) one or more of the following: inadequate soft tissue tension; incorrect component positioning; femoral component impingement; pt anatomy prone to dislocation; improper anatomical position assumed by pt. According to the adverse event report submitted by the surgeon, the described event was not related to the device. Based on the provided info, the exact cause of the hip dislocation can not be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.